Manufacturer narrative:
H6- health effect- clinical code 4581:significant reduction of ica, angle closure,unreactive/fixed pupil, iris atrophy. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -15.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2023. Excessive vault, transient loss of bcva, elevated iop, significant reduction of iridocorneal angles, pupil block,angle closure, unreactive (fixed) pupil and iris atrophy was reported. On (B)(6) 2023 the lens was explanted. Mild cortical lens opacity was observed on (B)(6) 2023. It was reported that a monofocal lens was implanted. It was reported that the problem resolved however, it was also reported that it did not resolve. Additional information and clarification has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5- the reporter stated "the patient developed angle closure glaucoma with high iop, high vaulting of the icl, initially managed with oral diamox and topical hypotensives with variable reductions in iop with those medications. On (B)(6) 2023 the icl was removed as it was deemed that the diameter of the icl was too large for the patient's eye, contributing to the rise in iop. In order to facilitate removal of the icl, a limited anterior vitrectomy via a pars plana sclerotomy was required to provide adequate space and anterior chamber depth to allow for removal of the icl. Following the removal, the patient's iop returned to normal but the patient has persistent 5-6 mm mid-dilated pupil, though bscva is stable at 20/20-. The cause of the lens opacity is likely the high iop with glaukomflecken from the anterior segment configuration. The high vault resulted in angle closure and then the high iop which likely contributed to the lens opacity. Residual dilated pupil has not resolved. Cataract surgery has not been performed as the patient is till in the 20/20- range with correction". Following the explantation the patient has been under observation claim # (B)(4).

Manufacturer narrative:
H6 type of investigation 3331 device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).